Manufacturer narrative:
This report has been identified as b. Braun medical inc. Internal report number (B)(4). Review of the device history record performed for the reported lot number did not reveal any abnormalities or non-conformances of this nature. Based on the data from the investigation we are unable to determine the root cause of the concern. If additional pertinent information becomes available a follow-up report will be filed.

Manufacturer narrative:
This report has been identified as b. Braun medical inc. Internal report number (B)(4). The investigation into this reported event is ongoing. A follow-up report will be submitted when the results of the investigation are available.

Event description:
As reported on medwatch mw5095237: safety device on huber needle did not stay engaged on needle tip, which caused a needle stick when placing the device in the sharps container.